Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon removed a 13.2mm vtich13.2 implantable collamer lens from the lens box and noted the lens was torn/broken. The lens was not used and there was no reported patient injury. The reporter indicated the lens was received broken.